Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found the water connection not fully connected causing air in the water line, which can result in insufficient wash of the aspirate probes. The cse calibrated the sample probe to each cuvette location in the ring and replaced the rinse block closest to the luminometer. The cse replaced the peristaltic pump, after which he found no issues. The cse ran multi diluent as well as all other quality control (qc) including the low level qc in replicates to check for outliers. All resulted within specification. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni -ultra) result was obtained on one emergency room (ER) patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). Consequently, the patient was admitted to the intensive care unit (ICU). As routine laboratory procedure, the same sample was repeated on an alternate centaur instrument, resulting lower. The sample was then rerun on the original instrument, resulting lower and matching the alternate instrument result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2017-00332 was filed on 31-may-2017. Corrected information (26-dec-2017): the initial MDR has incorrect manufacturing site address. Updated with the correct manufacturing site address.